Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having difficulties coughing up phelgm from throat and lungs, dizziness, blood in his digestive system, slight headache, loosing air capacity and difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having difficulties coughing up phlegm from throat and lungs, dizziness, blood in his digestive system, slight headache, loosing air capacity and difficulty breathing. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulties coughing up phelgm from throat and lungs, dizziness/dizzy, blood in digestive system, slight headcahe. Loosing air capacity and difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.